Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2007, 4524-45 implantable pacing lead (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead was noted with undefined impedance and had no capture in unipolar and bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.